Event description:
Boston scientific received information that prior to normal device change out, a loss of capture (loc) was observed. During the change procedure the left ventricular (lv) lead was found dislodged. This lead was capped and replaced with another lv lead. No adverse patient effects were reported.

Manufacturer narrative:
Lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.